Event description:
Patient stated she had an ulcerated cornea and went to the emergency room at (B)(6)hospital on (B)(6), 2015. She was attended by dr. Bruns. She related that she inserted the contact lens in her eye in the morning and by noon her eye was feeling red and irritated. She removed the contact lens that afternoon, but by midnight the pain was so bad that she drove herself to the emergency room. She was treated for an ulcerated cornea, and then had follow-ups with her personal eye care provider at (B)(6) eye center. She stated that she had the lens and when she looked at the lens with a magnifying glass, the lens was torn. The contact lens was not returned. Several phone calls to the patient were made but no response received. The notes from the eye care provider relate photophobia, pain and discharge in the left eye. A total of 4 visits were made as follows: (B)(6) 2015 paint lasting 24 hours and a diagnosis of corneal ulcer left eye, visual acuity 20/200. Treated with bacitracin ointment and vigamox. (B)(6) 2015 ulcer left eye, visual acuity 20/40. (B)(6) 2015 ulcer left eye, visual acuity 20/70. Continued the above medications and added prednisolone. (B)(6) 2015 ulcer left eye, visual acuity 20/50. Vigamox and bacitracin were discontinued. Prednisolone was continued. The left eye was noted as a unresolved corneal ulcer and central corneal scar, faint < 1 mm. However, the 3/11 report also relates a peripheral scar. Follow up visits were scheduled but the patient did not return for any of them.

Manufacturer narrative:
Lenses were not returned. The lot number is unknown. The complaint is unconfirmed. The association between coopervision lenses and the incident is unconfirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative that medical personnel caused or contributed to the event and/or the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged event.